Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the stay safe pin connector on their cassette during dwell 1 their treatment. Upon follow up with the peritoneal dialysis nurse (pdrn), there were no adverse events, injuries, or medical intervention required related to the reported event. The patient¿s cycler was not involved with the fluid leak and the patient is continuing peritoneal dialysis therapy on the same cycler without issue. The lot number of the cassette was unknown. The cassette was discarded and is not available to be returned to the manufacturer for physical evaluation.